Event description:
At approximately 0400, this rn checked on pt before going to break. IV medication infusion running correctly on pump at that time. At approximately 0520, IV pump screen was observed off while connected to power outlet. IV pump tubing was immediately turned off to patient, and was taken out of pump. New pump used for IV medication and restarted according to dr.'s order using dual rn check with another rn and med rate calculator. Pt observed comfortable and in no appreciable disease (nad). Pt states no complaints at this time. Repeat labs performed.